Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range.

Event description:
It was reported the "lead was exchanged due to an electric storm and the physician was interested in the electrogram and what was happening at the time." It was also reported the patient received inappropriate shocks, the lead displayed low r waves and the pacing impedance was lower. The sensing integrity counter was noted and the lead dislodged. Of note, the patient was extremely physically active. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.